Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate calcification and moderate tortuosity. Access was obtained through the femoral artery and unspecified pre-dilatation was performed. The 190cm ht torque balance middleweight universal ii guide wire (gw) was advanced with resistance noted within the distal part due to the anatomy. The gw got stuck and failed to move forward. Upon withdrawal, segments of the gw were observed to have a non-uniform black coating. Therefore, a new gw was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion during advancement, resulting in the reported difficulty during advancement. Additionally, it is likely that the manipulation of the wire, when resistance was met, contributed to the reported peeled / delaminated polymer. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.